Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the distal tip revealed that the electrode ring 2 appeared to be shifted distally out of its normal position causing the conductor wire to be fractured. In addition, the electrode ring appears to have a piece of a dilator from an introducer device attached to it. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the identified shifted electrode ring 2, dilator material attached to electrode ring 2, and fractured conductor wire 2 is consistent with damage during use.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Conductor wire 2 was determined to be fractured at electrode ring 2, consistent with the electrode 2 ring being shifted distally, consistent with the reported shifted electrode issue. In addition, a foreign material was attached to the shifted electrode ring 2. Additional investigation into the root cause of the reported issues beyond the initial analysis was unable to be completed and the results of the investigation are inconclusive since the device was not available for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incidents could not be conclusively determined.

Event description:
During the procedure, as the catheter was introduced, the temperature reading was incorrect. While in the patient, the catheter was reading 17 degrees celsius. Upon removal of the catheter, the temperature continued to increase and while in the sheath the temperature was 25 degrees celsius and outside of the body 35 degrees celsius. This prevented ablation due to a temperature cutoff on the low side. Upon inspection of the catheter it was noticed that the second electrode was partially disconnected from the shaft and had slid upwards distally. There were no adverse patient consequences due to this event.